Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a lesion in the proximal left anterior descending (lad) artery. The patient presented with chronic stable angina. Pre-dilatation was performed with a 3.5 x 10 mm cutting balloon, reducing the stenosis to less than 40%. A 3.5 x 28 mm absorb scaffold was deployed at 18 atmospheres (atm) and post-dilated with a 4.0 x 8 mm nc trek balloon at 20 atm. The residual lesion stenosis was confirmed to be less than 10% after post-dilatation. Another unspecified absorb scaffold was implanted in the ramus. On (B)(6) 2016 the patient returned due to stable angina. Coronary angiography revealed 90-95% re-stenosis of lad scaffold. Pre-dilatation was done and a 3.5 x 34 mm non-abbott drug eluting stent was deployed and post-dilated with a 4.0 x 8 non-compliant balloon. The final result was a good timi 3 flow. The patient was confirmed to have been compliant with dual antiplatelet therapy. The patient's medication has been changed to ticagrelor. No additional information was provided.